Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1800546 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that it had happened previously before as told by one of the surgeons but do not have batch etc. And it was disposed of. Was put on the phone to nurse who was in theatres, also scrub nest and 2 surgeons and a consultant. Tried to use the clip on a procedure laparoscopic appendectomy and product will not clip and will not advance, broke in half and snapped. Saved original to send back. Patient ok.